Event description:
According to the reporter, during a sleeve gastrectomy procedure, the device jaws locked on tissue on second fire while stapling the stomach. The laminated pusher bar came out of the hinge and couldn't be retracted. The surgeon had to cut off the tissue. They had to use suture to elevate tissue and then another stapler was applied to close the defect. There was tissue loss and tissue damage. The surgical time extended by more than 30 minutes. It is possible that occurs an infection.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Evaluation of the data log shows codes for velocity limit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate